Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coils used. It is concluded that the necrosis off the skin on the chest of the patient were caused by the disposable non-philips ECG electrodes attached. The location of the injury exactly matches with the location of the ECG electrodes. Although these type of electrodes have been used before by the hospital without problems, it is unknown if these are labeled as mr safe. Further contributing factors observed are: 3 scans on high sar were administered. The patient was elderly, which can imply a reduced thermoregulatory capability.

Event description:
Philips received a report from a customer related to a patient heating incident with an achieva 1.5t mr system. A patient was scanned for an MRI examination of the lumbar spine, with non-philips ECG electrodes attached on the chest. After the examination necrosis of the skin on the position of the electrodes was observed.

Manufacturer narrative:
Model number of the mr system was added.